Event description:
It was reported that the "blade was packaged with the sharp side unprotected. In this second instance it was noted but no one was injured." It was also reported that the blade tip was unprotected and facing out exposed. Packaging is allegedly unlike normal and incorrect. It was dangerous to nursing staff. No clinical follow up was obtain at this time.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.